Event description:
A problem has been reported with ivpb's utilizing the vancomycin 1 gram vial made by a pharmaceuticals in combination with baxter's minibag plus system. The issue is insufficient air within the vial and bag to transfer the entire contents of the reconstituted drug into the bag when inverted potentially resulting in less than a full dose being infused. The air volume issue results from a vacuum within the vial sufficient to remove too much air from the minibag to allow complete transfer after reconstitution. The pharmacy is in the process of retrieving all vancomycin/minibag plus ivpb's made with the akorn brand vancomycin and replacing them with a equivalent product not subject to the vacuum/air issue. Please let the pharmacy know if you see this product combination on your floor and we will immediately provide a replacement. ***please be advised that there is nothing wrong with the vancomycin within the pharmaceuticals vial and the issue only arises when utilized with a baxter minibag plus system. Please call the pharmacy with any questions or requests for additional information. Diagnosis or reason for use: not administered. This adaptor utilized with baxter 250ml sodium chloride 0.9% minibag for attaching vial to bag.